Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an unspecified procedure. After the clip was deployed the device became stuck in the wound track. The physician applied counter-pressure and forcefully removed the device. Hemostasis was achieved with the clip. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.